Event description:
It was reported that the battery had not worked since it was implanted in 2009. The patient felt the 2 leads by her tailbone. The doctor took the one out of her right side and put one in her left side and the surgery hurt so badly. It was hard to sit on the device. The manufacturer's representative had tried to help her but had not been able to. The patient was dissatisfied with their hcp (healthcare provider) service. The patient noted that the doctor said her bladder had died and said he could not help her out. The patient wanted to know if the device could remain in her body. It was also reported on (B)(6) 2013 that the patient had an x-ray yesterday with a manufacturer's representative present which confirmed her leads were "not connected" and "they are dangling". The patient could see and move her leads underneath her skin and they stuck out. It was noted that a manufacturer's representative had made several attempts at reprogramming her interstim therapy. A representative met her at a hotel on (B)(6) 2013, for assistance with reprogramming and because she had a bladder infection (see manufacturer's report # 3004209178-2013-16466 and 3004209178-2013-16469 regarding bladder infections). The patient had been talking with the representative since 2009 and had seen her 2 or 3 times since (B)(6) 2013 for assistance reprogramming. Acute pain was noted; "I hurt so bad". The patient could not sit down ever since she had her 2nd interstim implanted in 2009. The patient took 2 sleeping pills at night because she can't stand the pain. Loss of bladder control was noted. The patient urinates all night long and had experienced urinary incontinence in various places like her husbands car and her chair "with diapers on". The patient was an art teacher and she could no longer teach because of her incontinence problems. It was noted: "my health is not good right now with this". It was noted that the patient's doctor gave her the name of another hcp (healthcare provider) to get a 2nd opinion but the patient did not trust the information he gave her. It was also reported on (B)(6) 2013 that the device had never worked since implant. When they did the x-ray, the wires were not connected to her tailbone. It was noted that the patient had been operated on 9 times. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v226699, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. Patient product ID: 3093-28, lot# v226699, implanted: (B)(6) 2009, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient's previous device did not work because their doctor didn't put it in right. The patient stated they had an x-ray that showed the device was not hooked up. The patient was receiving horrible shocking at that time. Since the patient received their new system everything had been working well.